Event description:
It was reported that the ventricular connector and lower case on the epg (external pulse generator) are broken. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the lower case and ventricular output connector were broken. It was also noted that the upper case was broken, two side bail covers were broken and the lead flex cover was broken.